Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, pins inside the video connector receptor (connection of the paddle) is damaged was caused from video connector receptor damage. The cause of the damaged video connector could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted the unit had damaged scope socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, pins inside the connection paddle of the visera elite ii video system center were noted to be damaged. There was no harm or user injury reported due to the event.